Manufacturer narrative:
One used device was received for evaluation on (B)(6) 2026. As received, no damage or anomalies noted. One photo was also received showing the set in a bag. The filter vent was hydrostatic leak tested with the vent cap open. No leakage was observed. Lot history review and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter: (B)(6).

Event description:
An event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch reported that the liquid leaks from the filter vent even when it is in the closed position during infusion. There was patient involvement and no reported harm / injury. Unknown drug was infused and there was no chemo exposure. Two occurrences were reported. No additional distinguishing details or differentiating information were provided.